Manufacturer narrative:
Exact date unknown, event occurred three months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14302234 / 14525514.

Event description:
It was reported that the patient was experiencing pain at the ipg site in the left flank area and was not using the device as it was not effective. All device components were explanted and will not be returned.